Manufacturer narrative:
(B)(4). Conclusion: the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2016 and continuous suture was used on the fascia. Two days after the procedure, the patient noticed bleeding around the dressing covering the incision. The patient stated that she felt a pop. A dehiscence occurred in the middle of the wound. The patient was readmitted and the wound was re-sutured. During the re-operation, the initial suture was found broken. The patient was not given a transfusion. The surgeon opines that the patient's increased bmi was a contributing factor for the wound opening. Currently, the patient is in very good condition.

Manufacturer narrative:
Date sent to the FDA: 03/29/2016. Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.